Event description:
It was reported that "during a tonsillectomy, the insulation on the distal tip of the es active electrode caught fire". No pt injury was reported. The surgical procedure was not altered or extended.